Manufacturer narrative:
No report of patient involvement. The customer biomed troubleshot the issue with assistance from ge healthcare technical support. Ge healthcare recommended to replace the display connector board. No information is available regarding the resolution.

Event description:
The hospital reported the unit displayed a pcb saved error: power cntrl comfail. There was no reported patient involvement.